Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv7 had ruptured during filling. According to the reporter, the device was being filled with 136 ml of narpoeine (astra zeneca). There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for a sample evaluation. Therefore, the reported condition of "ruptured reservoir" could not be confirmed. Should the device and/or additional information be received, a follow-up report will be submitted.